Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report 1627487-2020-04354. It was reported the patient's scs system was removed approximately two years ago because the patient complained the stimulation was ineffective and uncomfortable.